Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "peroral endoscopic myotomy in children: first experience with a new triangular knife." The literature reported the result of 10 cases (the ratio of male-to-female ratio was 4:6. The mean age of the patients was 14.2 years.) Of peroral endoscopic myotomy (poem) in children between october 2013 and december 2016. The literature indicated that endoscopic co2 regulation unit (olympus ucr) might be used. In the subject procedures, 1 case of subcutaneous emphysema, 2 cases of capnoperitoneum, and 2 cases of retroperitoneal co2 reportedly occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. This is a report on 4 of 5 reports. This is a report on 1 of 2 retroperitoneal co2.